Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead threshold increased seven days after being implanted and an electrocardiogram showed a rate variation due to sensing failure. The atrial lead was confirmed to be dislodged on a chest x-ray. It seemed that the helix was not completely fixed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.